Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 - device evaluation: the cartridge has not been returned; a retained sample from the reported cartridge lot was pulled and evaluated by product analysis with the following findings: the cartridge was cycled and filled successfully with no air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridge. A cartridge force test was completed with all of the cartridge force measurements within required specifications.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose of 20 mmol/l with extreme tiredness and increased thirst related to multiple loss of prime warnings. The reporter indicated that multiple loss of prime warnings had occurred while using cartridges from the current box. The reporter did not have another box of cartridges available to try cartridges from a different lot. The reporter indicated that the pump was primed while attached during the incident but there was no reported patient impact related to this issue. This complaint is being reported based on the allegation that the patient experienced hyperglycemia related to multiple loss of prime warnings.